Event description:
On (B) (6) 2010, the patient reported that for the past 2 days he has had elevated blood glucose readings. He said his fasting readings has been between 240-243 mg/dl with his normal fasting readings being 50-60 mg/dl. His reading earlier today was 200 mg/dl. His target range is 60-100 mg/dl. He has no symptoms and he has treated his readings by bolusing insulin. He stated he has just changed his infusion headset, tubing and insulin cartridge and has bolused 10 units of insulin. The patient was instructed to disconnect from his headset and bolus 3 units of insulin into the air which he did without error. Troubleshooting did not find any product issues. On follow up with the patient on 04/19/2010, he stated his readings have returned to his normal range. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.